Event description:
Additional information received that the right atrial (ra) lead was surgically abandoned. The tachy device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out-of-range, high shock impedance for this tachy device and right ventricular (rv) lead system. The cause was not conclusively determined; however, the physician suspected a lead failure considering the age of the lead. The patient was scheduled for a lead revision. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.